Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the serious adverse event(s) of death. The cause of the patients death is unknown; therefore, causality cannot be established. Per the reporting healthcare professional, the patient was connected to the liberty select cycler when they passed, no additional information is available. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Additionally, adults with esrd have mortality rates up to 30-fold higher than the general population. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused the serious adverse events; however, limited information precluded an extensive and thorough investigation. Therefore, given the lack of treatment data, definitive cause of death, death certificate, esrd death notification, discharge summary, and no manufacturer evaluation of the suspect device; the liberty select cycler cannot be excluded from having a possible causal and/or contributory role in the serious adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.¿

Event description:
It was reported a patient on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) expired on (B)(6) 2021 at home while connected to a liberty select cycler. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported a patient on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) expired on (B)(6) 2021 at home while connected to a liberty select cycler. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. There were visual indications of dried fluid within the cassette compartment on the pump door. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An as-received simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance. There were no fluid leaks in the test cassette during the treatment test. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid found on the bottom cover under the pump. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported a patient on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) expired on (B)(6) 2021 at home while connected to a liberty select cycler. Additional information was requested, however to date has not been provided.